Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure of the implantable cardioverter defibrillator. While placing the left ventricular lead, it was noted that the vein was dissected due to staining under the fluoroscope. The patient's condition was stable and the procedure continued. The left ventricular lead was successfully placed in a lateral vein. The procedure was completed with no further incident.